Manufacturer narrative:
B5: upon follow up it was reported the cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: the reported product is an unknown baxter minicap. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported the cause of the event as the "patient used recalled minicaps". It was reported the patient was hospitalized for 12 days for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.